Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "initial essure device appeared to have a bend in it". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal adhesions ("adhesions noted from the bladder to the anterior abdominal wall") and ovarian cyst ("bilateral ovarian cyst"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy,b/l aspiration of cyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, abdominal adhesions and ovarian cyst outcome was unknown. The reporter considered abdominal adhesions, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: adhesions were taken down from the bladder to the anterior abdominal wall. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: event "initial essure device appeared to have a bend in it" erroneously captured twice, hence duplicate was deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "initial essure device appeared to have a bend in it" and device physical property issue "initial essure device appeared to have a bend in it". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal adhesions ("adhesions noted from the bladder to the anterior abdominal wall") and ovarian cyst ("bilateral ovarian cyst"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy,b/l aspiration of cyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, abdominal adhesions and ovarian cyst outcome was unknown. The reporter considered abdominal adhesions, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: adhesions were taken down from the bladder to the anterior abdominal wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2022: mr received: reporter was added, case became medically confirmed. Patient's demographics was added. Previously reported event- medical device removal was replaced with pelvic pain. New events- abnormal uterine bleeding, dysmenorrhea, dyspareunia, initial essure device appeared to have a bend in it ,adhesions noted from the bladder to the anterior abdominal wall and bilateral ovarian cyst added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "initial essure device appeared to have a bend in it". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal adhesions ("adhesions noted from the bladder to the anterior abdominal wall") and ovarian cyst ("bilateral ovarian cyst"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy,b/l aspiration of cyst). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, abdominal adhesions and ovarian cyst outcome was unknown. The reporter considered abdominal adhesions, abnormal uterine bleeding, dysmenorrhoea, dyspareunia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: adhesions were taken down from the bladder to the anterior abdominal wall. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.